Manufacturer narrative:
(B)(4). The device was returned and evaluated. The device was not confirmed for the leak and it met product specification related to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported by the registered nurse (rn) that a home patient (hp) had an automated peritoneal dialysis (apd) cassette which had leaked during the set up. The hp was not connected. The rn looked over the cassette but was unable to identify where the leak originated from in the cassette. The caregiver (cg) explained that the cassette had "sprayed" the solution. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was returned and evaluated. A visual inspection, leak testing, clear passage testing and clamp function testing were performed with no issues noted. The set was used in a simulation of a therapy with no issues noted. The initial evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.